Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging runny nose, bad coughs. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging runny nose, bad cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. The manufacturer found evidence of sound abatement foam degradation which was observed in the base unit. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer observed dust and dirt contamination inconsistent with degraded sound abatement foam throughout the device enclosure and air path, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Evidence of water ingress was found within the blower box and on the bottom of the blower, suggesting the use of non-distilled water. Thin gray contamination on the inside of the exterior casing of the device, suggesting poor ambient air quality where the device was used or stored. The manufacturer concludes that they confirmed the customer's allegation and that there was evidence of sound abatement foam degradation and breakdown.